Event description:
It was reported that the patient presented in-clinic for routine follow-up, inhibition of pacing caused by episodes of noise on both the atrial and rv lead was observed. Programming changes were made to resolve the issue. The patient was stable.